Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07673. It was reported the patient stopped receiving effective therapy from the scs system. As a result, the doctor implanted a new system to provide the patient adequate pain relief on (B)(6) 2015. The existing system remains implanted and functional.